Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified anterior tibial artery. The physician advanced a 2.5mm x 40mm sterling es monorail balloon to the lesion and inflated the balloon to 6atms. Upon the second inflation the balloon was inflated to 4atms and ruptured. The device was removed from the patient intact and the procedure was completed with a 1.5mm sterling es balloon. There were no patient complications and the patient's current status is reported as good.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)